Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the respiratory therapist was paged to the patient and found the cuff on the patient's tube was deflated and had an audible cuff leak. Attempts to inflate the balloon were unsuccessful, would quickly deflate. The original placing provider team notified and exchanged for a substitute trach at the bedside. The md chose a different tube brand because that was the second trach change in 24 hours due to a cuff leak. When the tube was removed and submerged in water, a leak through a hole in the cuff was noted.